Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose (bg) level was 400 mg/dl. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy.